Manufacturer narrative:
Product complaint #: (B)(4). (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune tka to treat degenerative joint disease. The patella was resurfaced and competitor cement was utilized. The procedure was completed without complications. Patient received right knee revision due to pain and flexion instability secondary to loosening and subsidence of the tibial tray. Upon entering the joint, the surgeon confirmed that the tibial tray was loosened and debonded at the cement to implant interface. The femoral component was well-fixed but revised. The patella was well fixed and retained. There was no reported product problem with the explanted tibial insert. The patient received competitor revision components utilizing competitor cement. The procedure was completed without complications. Doi: (B)(6) 2016. Dor: (B)(6) 2019. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.